Event description:
It was reported that the patient presented to the emergency room with syncopal episodes. Upon review, it was discovered that the lead exhibited failure to capture. The lead dislodged due to twiddlers syndrome. Insulation breach was noted during the procedure. The lead was explanted and replaced. The patient was in stable condition.